Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Another instance customer changed supplies to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Occlusion cartridge was not verified as cartridge was not returned. Occlusion undefined issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.